Event description:
I had sub muscular saline implants put in 1996. 2005 I was diagnosed with hyperthyroidism, which lasted for 11 years until I was advised to undergo radioactive iodine treatment to kill my thyroid. My tpo is 1256 (unheard of) ana is off the chart. The last 5 years inflammation has wreaked havoc on my health. I have always been active and healthy. I was crippled by plantar fasciitis for over 2 years, developed rls, joint pain, slow muscle recovery, burning itching eyes, sinus issues, numbness in my arms, burning hot spots on my skin, ringing in my ears, gas bloating, heartburn, gut issues, headaches, fatigue, anxiety and depression just off the top of my head. I had my implants removed on (B)(6) 2018, with money paid out of pocket, seeing as though medical doctors don¿t believe implants make you sick, thanks to the FDA saying they are fine. Since removing my fully intact saline implants (they don¿t need to be leaking or ruptured to make you sick) I almost instantly felt better. I was scared to even say anything, in case it was a fluke. My swelling in my face and body went down, my eyes were bright and white and not red and itchy. My joint pain, plantar fasciitis and rls? Gone. I am 3 months post op and all the symptoms I wrote about are gone. This is not a fluke. I have so much energy, no anxiety or depression anymore. I have my life back. Doctors were telling me it was menopause or that I was getting older. Not true. I got those toxic bags of chemicals out of my body and have never felt better. I will be doing follow up labs to see how they look without implants. Stop putting blinders on FDA. This is on you.